Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
A microport representative reports that on the device implantation date, on (B)(6) 2025, the subject device did not have the alert that appeared in the interrogation at the end of the procedure, namely: warning:[27] the device has been reinitialized 1 times since the start of use. The colleague tried re-interrogating the device several times after implantation but the warning persisted.

Manufacturer narrative:
Review of manufacturing records of the subject device revealed that the device was manufactured and released accordingly to all applicable procedures.

Event description:
A microport representative reports that on the device implantation date, on (B)(6) 2025, the subject device did not have the alert that appeared in the interrogation at the end of the procedure, namely: warning:[27] the device has been reinitialized 1 times since the start of use. The colleague tried re-interrogating the device several times after implantation but the warning persisted.

Event description:
A microport representative reports that on the device implantation date, on (B)(6) 2025, the subject device did not have the alert that appeared in the interrogation at the end of the procedure, namely: warning:[27] the device has been reinitialized 1 times since the start of use. The colleague tried re-interrogating the device several times after implantation but the warning persisted.

Manufacturer narrative:
Review of manufacturing records of the subject device revealed that the device was manufactured and released accordingly to all applicable procedures. Analysis of the data provided revealed: - the subject ICD was implanted on (B)(6) 2025 - during the device implantation procedure, with ble connection a charge test was performed. During the charge test, the device reset due a temporary drop of internal power supply (power-on reset). A second charge test was performed successfully. - the cause could not be identified with certainty, it could be due to an inadequate software management of the voltage transition and/or hardware limitations under simultaneous specific conditions (during a charge in ble connection with programmer and rf perturbations) - a temporary high consumption was recorded, probably due to rf communication. - review of manufacturing records of the subject device revealed that the device was manufactured and released accordingly to all applicable procedures. - this case is retained and utilized for trend purposes.